Event description:
Information received by medtronic indicated that the customer experienced shortened battery life for the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the issue was resolved by changing the battery. The customer will continue using the device. The product will not be returned for analysis.